Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient observed beeping alarm with no status lights visualized and the display screen stated, "low power". The patient was on batteries during the alarm. The patient cleaned the clips and battery connectors, yet the alarm did not resolve. The patient noted the controller to be very warm and the green status circle light to be very dim; therefore, the patient then changed to their back up controller prior to speaking with a vad coordinator. No new events had occurred since exchanged was completed and the controller was to return for evaluation. No additional information provided.

Manufacturer narrative:
Manufactures investigation conclusion: the reported low voltage alarms were confirmed via log file analysis. The reported event of the system controller being warm was not confirmed. The reported dim green pump led was confirmed via product testing. The heartmate iii system controller (serial #: (B)(6) was returned for analysis and a log file was downloaded for review spanning approximately 3 days (B)(6) 2020 - (B)(6) 2021 per timestamp). Events occurring on (B)(6) 2020 are from product testing at abbott. Beginning on (B)(6) 2020 at 09:48:08 until the driveline was disconnected on (B)(6) 2020 at 10:44:06 there were multiple intermittent low voltage alarms while connected to 14v battery power on the black power cable. During these events the rsoc voltage across the black power cable would decrease and then increase after the alarm had cleared. There were no notable events in the log file related to the temperature of the system controller and the dim led. Pump operation was not affected. The system controller was tested, and it was observed that the green pump led was dim. The system controller passed all stages of testing and was able to operate on a mock loop for an extended duration. The reported low voltage alarms and the reported event of the system controller being warm were not reproduced. The root causes of the reported events were unable to be conclusively determined in this analysis. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.